Event description:
It was reported that the pump "hasn't worked right for a long time." Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Catheter: model # 8709, lot # j11280r13, implanted: (B)(6) 2002, explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the pump was explanted.